Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for subcutaneous implantable cardioverter defibrillator (s-ICD) device. A battery depletion alert message appeared. Data analysis was performed and confirmed that the power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This report captures the explant of this device and impact on the patient.

Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for subcutaneous implantable cardioverter defibrillator (s-ICD) device. A battery depletion alert message appeared. Data analysis was performed and confirmed that the power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported. Additional information received indicated that the device was explanted and successfully replaced. No additional patient adverse effects were reported.

Event description:
It was reported that there were concerns of a premature battery depletion (pbd) for subcutaneous implantable cardioverter defibrillator (s-ICD) device. A battery depletion alert message appeared. Data analysis was performed and confirmed that the power consumption was increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported. Additional information received indicated that the device was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
This report captures the explant of this device and impact on the patient.